Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor would not power on. The cause of the inability to power on is damaged pins on the battery connector (j1) on the defibrillator board. The root cause of the defective battery connector cannot be positively determined but was likely induced from excessive force when the battery pack was mated with the monitor. No adverse event resulted form the defective battery connector. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not power on. The last pt to use this monitor did not report any issues.